Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient on 2017-02-21. It was reported that the wire broke in her pain stim implanted in her hip. Only the implantable neurostimulator was replaced. Additionally on 2017-03-10, the consumer reported that there were no circumstances that led to the broken wire in 2009 and there was no difference in lifestyle. The patient noted that it had just happened spontaneously. It was noted that it wouldn¿t work and there weren¿t any other symptoms related to the broken wire. The implant wouldn¿t turn on. The replacement of the implantable neurostimulator resolved the issue. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that in 2009 a wire broke. The patient¿s healthcare provider (hcp) then put in a rechargeable battery. The patient said the hcp did not have to replace the implant wires in her spine; he just changed the ins because that is where it broke. The replacement was (B)(6) 2009. No patient symptoms were reported. The indication for implant was other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.